Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the damaged adhesive at the objective lens is traced to expected or random component failure without any design or manufacturing issue (i.e. Degradation, stress, etc.) However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lenses' glue of the duodenovideoscope was peeling. There was no patient involvement.